Manufacturer narrative:
The qcs were within the specified ranges for both submodules. The calibration signals for the valid calibrations for the patient sample results were slightly lower than the ranges from the kit release. The calibration signals were acceptable. There was no indication of a reagent issue. The attached alarm trace from (B)(6) 2022 had numerous messages of sample clot detection and sample foam detection potentially related to sample quality throughout the day. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii assay results for five patient samples tested on a cobas e 801 analytical unit. The initial results were not reported outside of the laboratory and were considered to be wrong. The repeat results were deemed correct and were reported to the patients and doctors. The samples were run in the first and second submodules of the analyzer. The reagent lot number is 55172001. The expiration date was requested but not provided.

Manufacturer narrative:
The provided instrument files indicated that from (B)(6) 2022 until the end of (B)(6) 2022, the instrument gave more than 400 abnormal low signal alarms. There were also several sample quality-related alarms such as sample clot detection, sample foam detection, sample short and liquid flow path cleaning recommendation alarms. The investigation determined the event was due to a preanalytic issue at the customer site. Medwatch field d4 - serial no was updated.